Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a week of implant, the patient experienced diaphragmatic/phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and the problem was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.